Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
The patient reported their blood glucose (bg) level reached 346 mg/dl, while wearing the pod for 24 hours. They reported after being in the sea they noticed the pod leaked insulin and when removed from the infusion site (arm) the cannula was found to be dislodged. As treatment, a new pod was applied.